Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked and leaked at the connector while being less than 24 hours in use. There was no report of patient harm.

Manufacturer narrative:
The report that the tubing cracked and leaked at the connector was confirmed. Visual inspection showed a crack in the female luer wall on the opposite end of the injection gate of the filter set. Functional testing was performed and the set leaked from the crack. The root cause of the luer damage has been determined to be the location of the gate in the female luer production mold.

Event description:
The customer reported that the tubing cracked and leaked the maintenance fluids at the connector while being less than 24 hours in use.